Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad engineer that a pt being supported by an svl and drive console stated that the front panel display on the console went blank and the unit stopped. At this time, the pt was hand pumped and placed on a backup console.

Manufacturer narrative:
Pt remains stable on lvad support. The MFR is attempting to acquire the device for further evaluation. No further info is available at this time.